Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system, (B)(4), a high level of false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results when using the kit bd max sars-cov-2 reagents (ref (B)(4) assay kit unknown lot was performed by the review of the manufacturing records, review of the customer data and verification of complaints history. No bd sars-cov-2 reagents kit lot was provided thus no manufacturing record could be performed on the bd max sars-cov-2 kit. Review of the manufacturing records was performed on the bd max¿ exk¿ tna-3 kit lot 0125994 product used along the bd sars-cov-2 reagents. Records indicated that the qc lot results were compliant. Customer mentioned having a lot of positive results with bd sars-cov-2 reagent. The customer used a confirmatory test standard procedure (bgi) and the results were negative. Two runs were sent (run 1163, sample b1 and b5 / run 1167 sample b8), containing a total three discrepant samples and all of them obtained a positive result in cy5 (n2 target) and fam (n1 target) channels. The curves of the samples showed a small fluorescence increase in both channels even if a lot of glitches were present. When both channels are displayed on the same graph for one sample, it is possible to see the same pcr amplification peak at the same cycle suggesting possible bubbles in the cartridge. With such curves, it is difficult to discriminate between the presence of real but very late amplification or glitches. Moreover, it is known, when considering previous customer complaints that a high background noise is present with bd sars-cov-2 reagent, caused by the product design, and could potentially contribute to occasional false positive results. Overall, the information provided by the customer and the shape of the curves suggests that the samples probably did not correspond to true amplification. Bd has received several customer complaints for high background noise when using bd sars-cov-2 reagents for bd max¿ system. There is a complaint trend for non-reportable results (unr & ind) associated to the 175ul tips and a trend on bd sars-cov-2 reagents for bd max system lots for false positive results. The root cause for the false positive results was not identified. Bd cannot confirm the complaint based on the investigation that was performed but a corrective and preventive action (CAPA#1177233) was initiated to investigate the 175 l tips contribution. In addition to that a corrective and preventive action, CAPA#1632720, is already initiated to investigate the root cause of the high background fluorescence values and some mitigation actions are already in process. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system, eua (B)(4), a high level of false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.